Event description:
It was reported that patient underwent acl reconstruction procedure on (B)(6) 2012. During the procedure, the surgeon was attempting to pass a toggleloc through the femoral canal when it snagged. While attempting to extricate the toggleloc from the canal, the suture fractured. This happened with two different devices. The procedure was completed using a competitor's product.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00435 / 00436).